Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No unexpected alarms noted. However, we were unable to prime during prime test due to faulty force sensor. The insulin pump was received with cracked case at reservoir tube window corners, cracked battery tube threads, corroded battery tube and minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 145mg/dl. The customer was advised the pump will be replaced.